Manufacturer narrative:
Additional information received: echodoppler performed, restenosis of right superficial femoral artery and restenosis of left superficial femoral artery reintervention by stenting of right femoral artery. Patient discharged same day. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Feb 20 during the index procedure an inpact admiral was used to treat the superficial femoral middle. Approximately 37 months post procedure patient suffered restenosis. Restenosis of right femoral artery. Reintervention by stenting. Patient discharge same day. Patient recovered.